Event description:
Patient treated with balloon kyphoplasty for two vertebral compression fractures of t10 and t12. The physician bent the inflatable bone tamp (ibt) shaft prior to introducing into the cannula. The physician was unable to remove the ibt upon completion. The inflatable portion of the ibt appeared to be caught on a bone shard. Ultimately, the ibt was removed. However, 2 marker bands and a fragment of the ibt remained in the vertebral body. The fragment and both marker bands were recovered. The pt did not suffer any injuries.

Manufacturer narrative:
Device not returned for evaluation; follow-up conversation with sales rep reporting the event. Event is inherent to the environment in which the device was deployed.